Manufacturer narrative:
(B)(4). Concomitant medical products: oxford pks femoral cocr medium, catalog #: 154601. Lot #: 1091989; and oxf anat brg lt md size 5 PMA, catalog #: 159549, lot #: 925893. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2017-00281.

Event description:
It was reported the patient underwent a left partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately nine years post-implantation due to loosening/malalignment. All components were removed and replaced with total knee implants. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.